Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a broken drawer that required replacement. A field service technician borrowed a drawer to replace one damaged by a fluid spill, installed and configured the replacement drawer, performed a firmware update, and tested it using the hardware test application to resolve the issue. The system functioned as intended after the field service technician troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es had a broken drawer that required replacement. There were no adverse events or injuries reported based on this incident.